Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had physical damage and a compromised force sensor system alarm. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk also, unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform prime test, excessive no delivery test due to motor error alarm. All operating currents are within specification and passed displacement test, self-test, rewind, unexpected restart error test, off no power test. No unexpected low battery or off no power alarms noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked belt clip slot and missing the end cap sticker.